Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 5.2 inr. The result from the laboratory was 3.4 inr. These results were obtained within 1 hour of one another. The patient's therapeutic range is 2.0 - 3.0 inr.